Event description:
It was reported, an inappropriate shock was delivered due to undersensing which resulted in an incorrect interpretation of signals for supraventricular (svt) arrhythmia. Reprogramming was performed to resolve the event. The patient was stable.